Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely depressed hemoglobin results on the alinity hq processing module for a 62-year-old female. The following results were provided: sid (B)(6), initial hemoglobin result= 51.5 g/l; repeat result= 97.2 g/l there was no impact to patient management reported.